Manufacturer narrative:
This report is filed on may 02, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced skin issues and subsequently was administered topical steroids and oral antibiotics (date and duration not reported).